Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing. The patient condition was unknown. No further information on was reported.

Manufacturer narrative:
Further information was requested, but not received.